Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that he was admitted on (B)(6) 2015 as an inpatient for medical treatment. His blood glucose level was low. The meter stated his blood glucose level was low if it was below 30 mg/dl. In the last six months his blood glucose level dropped while he was sleeping. He was connected to an IV and vomited. The customer's mother gave him a peanut butter sandwich and soda to bring his blood glucose level up. The device was not returned.